Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 17-year-old male patient's infusion set's tubing was detached from the connector on (B)(6) 2022. The blood glucose level was 120 mg/dl at the time of the event. The infusion set was used for a couple of days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.